Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, during insertion of the 26mm sapien 3 ultra resilia valve, the physician experienced the typical amount of resistance as the commander delivery system passed through esheath. Upon exiting the esheath, the implanters once again felt resistance and panned down to the distal tortuous aorta to watch system pass through. The resistance they felt once outside the esheath was the system prolapsing on itself due to the presence of an acute aortic bend. Enough pressure was applied and created an aortic perforation. The patient immediately became hypotensive and required anesthesia support. The system was then pulled back, straightened out, and parked distal to injury so they could treat perforation. The implanters requested a second 14fr esheath be utilized on the contralateral side to insert the aortic occlusion balloon. An aortic occlusion balloon was then inserted and occluded flow from above. At this point the team called the local abdominal aortic aneurysm (aaa) rep and requested endografts. Prior to the aortic occlusion balloon being inflated, the patient lost a substantial amount of blood. It also took well over an hour for the aaa rep to arrive. The team needed to either remove the crimped valve or deploy in distal aorta. There was concern about being able to completely retract valve into esheath since they decided to perform valve alignment and the unfavorable angle present due to tortuosity. They elected to deploy valve in the distal aorta which they performed without any issue. The commander delivery system was removed successfully. The team then utilized the same access to exchange our esheath with a larger 17fr endologix sheath for aortic endograft. The team successfully deployed the endograft and sealed the perforation. The implanters discussed finishing the tavr case since the patient had critical aortic stenosis and to hopefully help with recovery and blood flow. They prepped another 26mm commander balloon and opened a 16fr esheath (due to the larger 17fr endologix sheath). The team unfortunately had difficulty crossing and the patient was becoming unstable again. The implanters abandoned the plan to deploy another valve, so they wasted a commander and esheath. They did not open and waste a second valve. After removal and closure of the left common femoral with perclose, the team visualized a large leak due to perclose failure. The team advanced a peripheral balloon to tamponade artery. At this point the physicians discussed the need to surgically cut down and patch both common femoral arteries. The right sided access needed a patch as well because the esheath was inserted emergently without pre-closing. The patient was alive and made it back to ICU around 930pm. However, the patient did expire overnight due to exsanguination from aortic perforation.

Manufacturer narrative:
D4. UDI (B)(4). Investigation is ongoing.